Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set 0.2 micron filter ss dehp free was cracked and leaking. This occurred don 4 occasions. The following information was provided by the initial reporter: material no: 20027e batch no: 20055103. It was reported that tubing is cracking and leaking on the sides.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free was cracked and leaking. This occurred don 4 occasions. The following information was provided by the initial reporter: material no: 20027e batch no: 20055103. It was reported that tubing is cracking and leaking on the sides.

Manufacturer narrative:
H.6. Investigation: customer returned two unopened samples from the same affected lot number. Both samples were primed with blue dye fluid to check for leaks, and none were found. The whole length of tubing was carefully observed and physically manipulated, and no leaks appeared. The complaint of cracking and leaking from the tubing cannot be verified as no failure was observed. A device history record review for model 20027e lot number 20055103 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.